Manufacturer narrative:
H3: one (1) sample was received. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection was performed and found no damage, scuffs, pinch marks, cracks, crazing, or cuts. Functional testing found a leak in the connection between the luer and the tube. The failure mode ¿leaking¿ was confirmed in the device received.

Event description:
It was reported that there was leakage from the syringe connection. Per reporter, this event occurred in the facility and occurred during priming. Per reporter, the device was unopened and unused. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.